Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a loss of sensing was observed on the atrial lead. No patient symptoms were reported. It was determined that the lead had become dislodged. The lead was successfully revised.